Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He was not able to reproduce the fault, however, he could confirm it by internal error log. He replaced the shaft angle encoder assembly and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a shaft angle encoder fault error message on a s5 mast roller pump intermittently during priming. There was no patient involvement